Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 16 x 2.75mm target lesion was located in the protected left main. After the 20 x 2.75 promus elite drug eluting stent was implanted, a dissection was noted at the distal end. Another stent was placed to treat the dissection. No further patient complications were reported and the patient condition was stable.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 16 x 2.75mm target lesion was located in the protected left main. After the 20 x 2.75 promus elite drug eluting stent was implanted, a dissection was noted at the distal end. Another stent was placed to treat the dissection. No further patient complications were reported and the patient condition was stable. It was further reported that the target lesion was more than 90% stenosed and located in the non tortuous and moderately calcified left main. The lesion was pre-dilated with a semi compliant balloon. The stent was deployed at 12 atmospheres for 10 to 15 seconds with no issues encountered. Post implantation of stent the physician observed the dissection. The patient was doing well post procedure.